Event description:
Post onyx procedure, it was reported that the pt experienced cerebral venous thrombosis. Anticoagulant therapy was administered, but the pt worsened. Encephalopathy was developed following thrombosis and the pt expired after from multiple complications: consciousness trouble, pneumopathy, decubitus complications.

Manufacturer narrative:
The device will not be returned for evaluation as it was consumed in the event.